Event description:
Due to high impedance, therapy efficacy could be compromised. During a battery replacement, impedances were high, above 20000 ohms. Even with troubleshooting performed by the surgeon, the impedance remained high. Md proceeded to complete the replacement and will schedule the patient for a system replacement once the patient has recovered from surgery.